Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. D4: batch # unknown. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that er320 device was returned inside it's original packaging. Upon visual inspection, it was observed that the pouch from the packaging was damaged; it was noted to have holes in the pouch, the holes were noted to be from the inside out. The holes were located at the jaw area, the jaw perforated the pouch due to wrong placement of the red tip protector cap. The sterility was compromised. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot 511c39 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preop a lap cholecystectomy, the jaws pierced the packaging tyvek the red cover slide over. No patient involvement.